Event description:
At the conclusion of a tympanoplasy, desquammation of superficial layers of skin on the posterior surface of the pinna were observed. A similar reaction had been noted on the patient undergoing a tympanoplasty immediately prior to this patient. After it was determined that the patients had not been prepped with the same providine-iodine preparation, it was determined that the same operative microscope had been used by the surgeon. This was the surgeon's first day using this microscope. This was the surgeon's first day using this microscope. This was used at a focal length of 300 mm and a light setting of 6. Time from incision to closure was approximately 1 hour. The patient was treated for a possible second degree burn in 2005 and later underwent debridement in a plastic surgeon's office. Three weeks later pt was admitted for further debridement and end stage reconstruction.